Event description:
It was reported that the customer was hospitalized for high bgs and pumphad an alarm. The customer had nausea and excessive thirst. The doctor ruled out pump malfunctioning. The device was not available for testing at the time of call. Instructed the customer to remove the pump and use manual injections.